Manufacturer narrative:
No conclusion code available. Analysis of the device image revealed that the device went into backup operation post-explant likely due to low battery voltage out of body. After reloading product code, a telemetry anomaly was discovered while interrogating with the load. After opening the device, telemetry test indicates an anomaly with the hybrid u2 ic which was then confirmed by hybrid analysis. As a result of this finding, actions to prevent reoccurrence have been implemented.

Manufacturer narrative:
(B)(4).

Event description:
The device could not be interrogated. It was reported the device may be at or near eri. The physician explanted and replaced the device. There were no patient consequences.